Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight co., inc. Actually occurred.

Event description:
A social media contact was received from someone alleging that another person gave his/her friend hiv when a trojan condom broke. It was further stated that the two individuals involved with the sexual contact didn't know condoms could break. While this reported experience cannot be confirmed (as it was reported via social media), in the absence of confirmation, this complaint will be reportable based on the allegation of a product malfunction, with the allegation of contracting an std. This contact will be reported conservatively, as this can be a serious injury.

Event description:
A social media contact was received from someone alleging that another person gave his/her friend (B)(6) when a trojan condom broke. It was further stated that the two individuals involved with the sexual contact didn't know condoms could break. While this reported experience cannot be confirmed (as it was reported via social media), in the absence of confirmation, this complaint will be reportable based on the allegation of a product malfunction, with the allegation of contracting an std. This contact will be reported conservatively, as this can be a serious injury.